Event description:
Caller reported experiencing alarm 2 followed by alarm 26 with an occlusion event occurring earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer changed the infusion set and cartridge and resumed insulin to resolve the issue, but reported experiencing recurring occlusion issues. Additional assistance was requested for follow-up. Attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.